Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump went blank and had received failed battery, battery out limit, unexpected restart and displayable history crc check failed on startup alarms. The customer's blood glucose was 11 mmol/l at the time of incident. Customer had dry mouth. Customer's other blood glucose level was 6.4 mmol/l. Customer was able to clear the alarm and rewind the insulin pump. The insulin pump was alarming at the time of the call. Customer stated the batteries were out of insulin pump greater than duration allowed by the pump. The device is not expected to be returned for analysis.